Event description:
It was reported when using the bd pyxis anesthesia system drawer 2.16 was dispensing more vials than requested. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was an issue with the optic sensor. The field service engineer removed mini drawer engine and adjusted optic sensors to resolve. The system functioned as intended after field service engineer the troubleshooted the device.